Event description:
Reported 500 ml bag of chemo infusing on an lvp. Pt stretched the tubing and after tubing stretched, a leak was observed with a fluid spill on the floor. Unable to determine the location of the leak. Had to replace the tubing and hang a new bag. Date of event unk. Product not received as of the time of this report. If product received, a f/u report will be sent when investigation is complete.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.